Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch report #(B)(4).

Event description:
Event description: medwatch report # (B)(4). Date of event: (B)(6) 2018. "Trocar broke during use. Device replaced and procedure continued. No patient harm." The original intended procedure is "no known". Patient information is "confidential". Patient is "not hispanic/latino". Other information about the patient that may have influenced the outcome of the event: "no known". Device not available for return. Additional information was received via email on (B)(6) 2018 from administrative secretary materials management: the device is available for return. Type of intervention: "device replaced and procedure continued." Patient status: "no patient harm"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. This report is to follow-up medwatch report # (B)(4).